Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine and bupivacaine for non-malignant pain. It was reported that the patient was having issues with their communicator and getting a bolus. The patient stated they could connect to the pump and it would go to 90% and take like 5 minutes, and then they would get a system error 156. An agent walked the patient through clearing the patient data service (pds) and the patient was able to successfully connect to their pump. The troubleshooting steps taken on the call resolved the issue. When asked for event date, patient stated it has progressively gotten a lot worse probably most of the year.

Manufacturer narrative:
B3. Event date is approximate, year is confirmed valid. See b5 for further information. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, product type: software, software version: 2.0.1700 product ID: hh90t01, serial#: (B)(6), product type: mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.